Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician stated an introducer needle broke creating the potential for a needle thrombosis. Follow up information states the inserter was able to remove the needle from the patient at the time of insertion. They have no information indicating a hemostat or gauze was used for removal. Another catheter was placed without incident. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the needle broke was confirmed. Returned was an ra catheterization device. The needle cannula was separated from the needle hub. There were no signs of adhesive on the cannula. The hub had dried blood in it. There was no indication of adhesive at the entry to the needle hub. The od of the cannula measured 0.0283 inches, which met specification of 0.0280 - 0.0285 inches per cannula graphic. The length of the cannula measured 3.80 inches, which was also consistent with the cannula graphic. A review of the device history records for the catheterization device did not reveal any manufacturing related issues. The probable cause of this issue is manufacturing related. Further investigation has been initiated for this issue.